Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. The customer's blood glucose level was not adversely affected and did not exceed 500 mg/dl. Technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue reappeared. The customer acknowledged and understood the guidance provided.